Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic field service engineer (fse) went to site to troubleshoot issue on 3/16/2015. It was found the image acquisition system (ias) computer was not booting. Traced problem to dead ias computer. Replaced computer, verified proper operation. It was also found the flat panel detector was coming loose from its frame. This is captured in case (B)(4). Please see that case for all troubleshooting, case part replacement and work orders. A computer was sent to site, after the replacement it was sent back to the manufacturer for evaluation. Findings confirmed reported problem " imaging system computer will not boot". At power on, computer booted up to a blue scree. Registry file failure, the registry cannot load the hive file. Run check disk program detected and fixed this problem. Failure mechanism: registry file failure. The fse then tested the system, it was fully functional and returned to use. No further issues reported. This event was identified during a retrospective review as discussed with the FDA (B)(6) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative called in to report that they were trying to boot the imaging system for a case but they were getting a "system booting please wait". Error message. Troubleshooting involved shutting down and unplugging the mobile view station (mvs) and imaging system, then rebooted both systems. The mvs rebooted successfully but the imaging system had the same status as before, then attempted another reboot, which displayed the same status. There was no patient present when this issue was identified.